Event description:
A surgeon reported seeing metal fragments in the pt's eye during a cataract extraction with intraocular lens implant. The fragments were removed with no harm to the pt. The surgeon believed the particles came from the handpiece. Add'l info was rec'd and clarified the suspected "metal fragments" to be a red wire. The surgeon no longer believes the handpiece was the source of the foreign material, but possibly something from their sterilization process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).